Event description:
The manufacturer received information alleging a ventilator inoperative condition occured. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, and blower assembly were replaced to address the issue.